Event description:
The product analysis laboratory (pal) determined the homechoice (hc) machine system failed rite (returned instrument test/evaluation) testing due to a rite - ground bond failed performance spec: measurement: 0.101 ohm (specification 0.001 - 0.100 ohm). Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the return instrument test/evaluation (rite) ground bond failure test: measurement 0.101 ohm (specification 0.001 - 0.100 ohm). A continuity test between the power entry module (pem) ground and door post was performed and resistance went from 0.134 to 0.007 ohm when the screw was completely tightened. The loose door post caused a poor connection between the pem ground and door post, resulting in the ground bond failure. The assignable cause for the rite ground bond failure was determined to be a loose door post set screw. The door post was scrapped and the device was sent to service.